Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was replaced due to high recharge burden (several hours a day) with hd settings. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the cause of the recharging issues is high settings. Rep indicated the device is already explanted and replaced (B)(6) 2017. This information has been confirmed by physician/ account. No patient symptoms or complications were reported in this event.